Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an inappropriate ventricular tachycardia (vt) episode shortly after implant. Pacing inhibition was also observed due to the oversensed noise. The most current presenting electrogram (egm) showed no further evidence of noise or pacing inhibition. Technical services discussed the oversensing may have been due to air bubbles or air entrapment which will dissipate on its own. No adverse patient effects were reported.